Event description:
Same case as MDR ID: 2134265-2014-04868, 2134265-2014-04870. It was reported that following a coronary artery stenting treatment procedure, the patient developed restenosis. The patient has had multiple interventions to the mid and distal rca (right coronary artery) starting in 1999, when a nir stent (3.0 x 16mm) was implanted. He presented again in 2002 with in-stent restenosis and he had a repeat pci where he had an express stent (3.0 x 12mm) implanted. He presented in 2003 again with restenosis and had a taxus stent (3.0 x 12mm) implanted in the mid rca. He presented again in (B)(6) 2014 with the restenosis in the exact same area and a 2.5x16mm promus element stent was placed.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).